Event description:
Pt's aorta was angulated and conical in shape. Three-piece modular graft was deployed without complicaton. Angiogram performed of the zenith device deployment observed a proximal type I endoleak. The proximal sealing stent was re-ballooned in an attempt to improve the seal and resolve the endoleak. Endoleak still evident. Viewing of the main bodygraft revealed that the proximal fixation site of the graft had landed two millimeters below the lowest renal artery. A main body extension was deployed at the proximal sealing stent, extending the graft material to the reanl artery. Completion angiogram noted a resolve to the endoleak.